Manufacturer narrative:
PMA 510k #k210476. Device evaluation: 1 unit of lot number c1944301 of echo-hd-3-20-c was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory. Broken needle tip returned separately which was 0.9cm in length (ipe of ruler used ipe0402) . Mlla (luer lock) observed to be off centre. Distal end of needle examined, and break observed. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c1944301 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1944301. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: images received confirmed that the needle appears to be broken and detached from the device. The japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. (B)(4) of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to a hard lesion or the target site being difficult to puncture which caused the needle to break distally when it was exposed out of the sheath as indicated by the answer to q.24 in the additional information. . Another possible root cause is that the endoscope was used in a flexed or twisted position during the procedure or excessive force was applied when trying to get the needle out of the scope during advancement potentially causing the needle to break distally. An additional file (pr (B)(4)) was opened to capture the luer lock being off-centre. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, after the first puncture (the puncture site unknown), when the needle was exposed from the sheath during specimen retrieval, the broken needle tip emerged from inside the sheath. Confirmed quantity of (B)(4) device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to a hard lesion or the target site being difficult to puncture which caused the needle to break distally when it was exposed out of the sheath as indicated by the answer to q.24 in the additional information. . Another possible root cause is that the endoscope was used in a flexed or twisted position during the procedure or excessive force was applied when trying to get the needle out of the scope during advancement potentially causing the needle to break distally.

Event description:
Supplement report being submitted due to the completion of the lab evaluation and investigation on 05-jul-2023.

Event description:
After the first puncture (the puncture site unknown), when the needle was exposed from the sheath during specimen retrieval, the broken needle tip emerged from inside the sheath. The needle was severed, but the severed tip was contained within the sheath and could be retrieved. The procedure was completed by using a competitor's device (product name / lot#: unknown). No adverse effect on the patient has been reported. 1 (if any damages were confirmed prior to use)was the package damaged? Unknown 2 (if any damages were confirmed prior to use)how was the device stored? Unknown 3 are images of the device or procedure available? N/a, yes, no yes 4 if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 5 "were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no please specify if yes." Unknown 6 if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no unknown 7 "if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: unknown. 8 was gaining access to the target site difficult? N/a, yes, no no. 9 was the device used in a tortuous position? N/a, yes, no unknown. 10 was puncture of the target site difficult? N/a, yes, no no . 11 a. Please describe the anatomical location of the intended target site .(pancreas, stomach, lungs etc.). Unknown. 12 if the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Unknown. 13 please describe the size of the intended target site. Unknown. 14 if not with the device in question, how was the procedure performed and/or finished? Please see the description of event. 15 was the device damaged in packaging prior to removal? N/a, yes, no unknown. 16 was the device damaged on removal from packaging? N/a, yes, no unknown. 17 was force required to remove the device? N/a, yes, no unknown 18 did the patient require any additional procedures as a result of this event? N/a, yes, no unknown. 19 what intervention (if any) was required? 20 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day (unknown) . 21 what is the scope manufacturer and model number that was used? Olympus/gf-uct260. 22 was resistance felt while inserting the device through the scope? N/a, yes, no unknown. 23 was the scope recently serviced / repaired? N/a, yes, no unknown. 24 when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Other¿ after the first puncture (the puncture site unknown), when the needle was exposed from the sheath. 25 was the syringe used during the procedure, after the stylet was removed? N/a, yes, no unknown. 26 was difficulty experienced while retracting the needle? N/a, yes, no no. 27 was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no yes . 28 was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no unknown. 29 was the stylet partially removed when advancing the needle into the target site? N/a,yes,no no . 30 how many samples were obtained (passes completed) with this needle? 1. 31 "did any section of the device detach inside the patient? N/a, yes, no. If yes, please specify:" yes the needle was severed, but the severed tip was contained within the sheath and could be retrieved. 32 was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no unknown. 33 was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no unknown. 34 when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no unknown. 35 if an ebus procedure did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.